Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Attempted to inflate the balloon but was unable to advance the solution into the balloon. The balloon was then dissected to find that the inflation notch was not completely perforated. This is considered a failure per inspection procedure stating that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.